Manufacturer narrative:
The power enclosure for the imaging system was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the computer drives required repair. It was reported that after a virus scan and patient data removal, the unit functioned as designed. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found the mobile view station (mvs) displays intermittent blue screens when shut down. It freezes and required rebooting. Additionally, the motion stops responding to pendant button presses intermittently. A review of system logs showed motion power turned on multiple times. The power conversion and mobile view station (mvs) computer was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement procedure, upon taking the imaging system 2d, it was unable to get out of standalone mode. CT scanning continued. There was no impact on patient outcome and there was a reported delay to the procedure of less than 1 hour due to this issue. After the case, once the imaging system as removed from the patient area, the systems were rebooted. The imaging system turns on fine, but cannot go past the initial boot-up screen. The representative reported that it appears that it cannot connect with the mobile view station (mvs). The mvs turns on with a blue screen and then remains black.